Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): please refer to the chinese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions the mcs is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. The mcs must be delivered only through a wire-reinforced microcatheter with a ptfe inner surface coating. Damage to the device may occur and necessitate removal of both the mcs and microcatheter from the patient. Do not advance the v trak® delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the mcs and check for damage. Advance and retract the mcs device slowly and smoothly. Remove the entire mcs if excessive friction is noted. If excessive friction is noted with a second mcs, check the microcatheter for damage or kinking. If repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the v trak® delivery pusher. If the coil does not move in a one-to-one motion with the v trak® delivery pusher, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the entire device. Due to the delicate nature of the mcs coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration. If resistance is encountered while withdrawing a coil that is at an acute angle relative to the microcatheter tip, it is possible to avoid coil stretching or breaking by carefully repositioning the distal tip of the catheter at, or slightly inside, the ostium of the aneurysm. By doing so, the aneurysm and artery act to funnel the coil back into the microcatheter. Introduction and deployment of the mcs 20. Seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer. Do not over-tighten the rhv around the introducer sheath. Excessive tightening could damage the device. 21. Push the coil into the lumen of the microcatheter. Use caution to avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. 22. Push the mcs through the microcatheter until the proximal end of the v trak® delivery pusher meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the v trak® delivery pusher. Slide the introducer sheath completely off of the v trak® delivery pusher. Use care not to kink the delivery system. 24. Under fluoroscopic guidance, slowly advance the mcs coil out the tip of the microcatheter. Continue to advance the mcs coil into the lesion until optimal deployment is achieved. Reposition if necessary. If the coil size is not suitable, remove and replace with another device. If undesirable movement of the coil is observed under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate that the coil could migrate once it is detached. Do not rotate the v trak® delivery pusher during or after delivery of the coil into the aneurysm. Rotating the mcs v trak® delivery pusher may result in a stretched coil or premature detachment of the coil from the v trak® delivery pusher, which could result in coil migration. Angiographic assessment should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel.

Event description:
It was reported that during interventional aneurysm therapy due to intracranial aneurysm rupture accompanied by subarachnoid hemorrhage, the stent was placed, and several coils had been filled in the aneurysm. However, when filling one of the coils into the aneurysm, the coil was difficult to advance, and the microcatheter jumped. The coil and microcatheter were adjusted several times to be placed in the aneurysm. Finally, the coil was placed in the aneurysm cavity two-thirds of which existed in the neck of the tumor and in the parent vessel. The coil prematurely detached and protruded into the parent vessel to form thrombosis. Venous thrombolysis and mechanical thrombolysis (thrombolysis stent and arresting device) were used but failed. The patient was transferred to the ICU for continuous observation and was subsequently discharged.